Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead had possible infection. The patient had yellow gold allergy, pain and swelling a week after implant. There were no additional adverse patient effects reported. The lv lead remains in service.